Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 36 mg/dl and experienced a seizure; cause was not known. Customer was treated with intravenous fluids of saline. Customer was discharged from the ER the same day, (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.